Event description:
It was reported that the device had early battery depletion. Upon review of the event it was discovered that the device was implanted after the use before date. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance analysis indicated that the daily battery voltage trend data in save to disk file 10094715 shows min bat=2.62 to 2.61 volts between (B)(6) 2012 is just before the device alert for device rrt<=2.61volt.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. The incorrect suspect medical device was inadvertently reported for this complaint under manufacturing report number 6000094000-2012-00820 and as a result this report is being redacted. The correct suspect medical device report for this reportable complaint ((B)(4)/(B)(4)) will be reported under a different manufacturing report number accordingly.